Event description:
It was reported that during an exploratory laparotomy/hysteroplasty, a vicryl suture was used. Pt called in and reported: "I had operation in 1999 (exploratory laparotomy/hysteroplasty). The dr used sutures to sew me up, with staples on outside of wound. On 5/30, wound began leaking due to failure of sutures. I had to go back to hosp 6/1 for emergency surgery, wound had completely reopened.: no further consequences reported.

Event description:
It was reported that during an exploratory laporotomy/hysteropasty, a vicryl suture was used. Pt reported: "I had operation on 5/27/1999 (exploratory laporotomy/hysteropasty). The dr used sutures to sew me up, with staples on outside of wound. On 5/30, wound began leaking due to failure of sutures. I had to go back to hosp 6/1 for emergency surgery, wound had completely reopened." No further consequences reported.